Event description:
Complainant alleged that during biomed testing the device's pacer output was intermittent and the device was unable to switch from pacer mode to monitor or defib mode. Complainant indicated that there was no pt involvement in the reported malfunction.